Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath. The amulet was implanted with zero recaptures. Three days after the procedure, the patient was presented at an outside institution with chest pain. A pericardial effusion was noted and pericardiocentesis was performed. The patient was reported stable.